Event description:
The product was used during a thoracoscopic biopsy procedure. Reportedly, the jaws will not close. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.